Event description:
Pt with severe endstage chronic diastolic heart failure (s/p five cardiac operations) underwent implantation of thoratec biventricular assist device with cardiectomy (2003). In the afternoon, in 2003, the bottom control module of the thoratec dual drive console froze up. Within a matter of minutes, the engineer was able to override the system to run both vads off one module.